Event description:
Clinimacs tubing set ls leaked at the junction between the priming waste bag and tubing. Because this was the second reported case for this lot the customer decided to quarantine the remaining 24 tsls from this lot. The event happened at priming phase therefore material was not affected. The cell separation could be performed with a replacement tubing set. This event occurred at: (B)(6).